Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred upon power up at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an error code 345 was not reproduced. The reported problem 'displayed an error code 345' could not be confirmed through the event history log (ehl) review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification. Should additional relevant information become available, a supplemental report will be submitted.